Event description:
It was reported the system was making a noise and would not reboot. This resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The computer and ups batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.